Event description:
It was reported via clinical trial patient (B)(6): 01315-061 experience, residual urine. Relationship to study device: not related.

Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).